Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that one week post implant, the patient had a retrograde dissection from the level of the renal artery. The patient had no treatment on this case and prognosis was stable; therefore, the event was not reported. The physician stated the supra renal stent caused the dissection. No further information was provided. No additional clinical sequelae were reported.